Event description:
The pump was returned to animas. The pump was investigated by product analysis and found that the force sensor was out of calibration and contamination was in the force sensor assembly. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was exercised for 29 hours without alarms or other interruptions. The pump was opened and contamination was observed in the force sensor assembly.